Event description:
It was reported that, "surgeon performed a revision total hip on (B)(6) 2010, for aseptic loosening of the acetabular component. Original implants were removed, i.e. Acetabulum, liner and femoral head, original stem was deemed well fixed and was not resected. The acetabulum was prepared, and a new cup and liner implanted. After a trial reduction, a new femoral head was implanted and the hip was reduced."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.